Event description:
It was reported that during an unknown procedure, the device locked at the 8th firing. When it was opened, the staples were formed, but the staple line was not complete. There was no patient consequence.